Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2023. It was reported that the patient experienced a skin reaction with itching, rash, redness, inflammation, swelling, watery drainage, pustules, and infection on the needle puncture site, which occurred 8 days after the sensor had been inserted in the abdomen. The patient consulted a doctor, and the reaction was treated with a prescription of an unspecified oral medication. At the time of the report the patient was ok, and the reaction was healing. No additional event or patient information is available.